Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. Customer was unknown whether the insulin pump was used in auto mode, the customer was denied to confirm using the insulin pump system within 48 hours of the reported high blood glucose event and troubleshooting was declined by the customer for high blood glucose. No further patient complications were reported. The customer will discontinue using the device and the pump will not be returned for analysis.